Event description:
It was reported that on (B)(6) 2020, one catheter was blocked. There is gray foreign matter in another catheter.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was blocked. The customer returned one opened kit which contained two epidural catheters. The returned catheters were visually examined with and without magnification. Visual examination of the returned catheters revealed both catheters appear used. Biological material can be seen between the inner coils. No other defects or anomalies were observed. One flat filter, one snaplock adapter, one snaplock assembly, one thread assist, and one needle assembly were also returned. The remaining components were also visually and microscopically inspected with no defects or anomalies. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheters were inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref-(B)(4)) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of both returned catheters. The flow rate was measured at 9.4 and 9.2ml/min (stopwatch: ref-(B)(4)) respectively, which is within the specification of 1ml/min. No blockages were found. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter being blocked could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. Both returned catheters passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned samples.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, one catheter was blocked. There is gray foreign matter in another catheter.